Event description:
Pt reported that she received a shock from the unit and she had a red mark/scar the next day.

Manufacturer narrative:
Conclusion: the damaged grey lead wire was likely the cause of the shock that the pt experienced. Unk how or when the damage occurred to the wire.